Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-38 (malfunction in tube misloading detection circuitry) alarm was identified during functional testing and the review of the alarm log. The reported problem of cannot turn on was not verified; however, as a result of f-38 alarm, the device does not meet its product specification. The cause of the condition was force sensing resistors out of specification. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard would not turn on. This was identified before use. There was no patient involvement. No additional information is available.